Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the raw material confirmed a material certificate of analysis is required. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a rotator cuff repair, the lateral row was prepared according to surgical technique; the bone preparation was performed with a "5.5mm disposable healicoil dilator". The "5.0mm healicoil knotless suture anchor" was loaded with 6 strands of ultrabraid from a medial "5.5mm healicoil regenesorb suture anchor" according to surgical technique (4 then 2). The anchor was inserted manually into the bone hole, and sutures were tensioned using #1 black knob. Then, upon final deployment using #2 the orange knob; the healicoil body did not seem to progress in the bone and suddenly shattered into 2 main pieces which were retrieved with an arthroscopic grasper. The surgeon managed to save the suture construct. The procedure was successfully completed without significant delay using instead a "5.5mm multifix-s knotless anchor" device as a backup device. No further complications were reported.